Event description:
I had the essure procedure done after my son was born. Shortly after I had the hcg test I started having numbness and tingling down one side of my body. My family doctor referred me to a neurologist. My neurologist thinks it could be caused by essure. I am seeing my ob/gyn to see about a hysterectomy on monday.